Event description:
It was reported that basilar artery balloon angioplasty with stent placement procedure was performed as a neuroendovascular intervention. During the procedure synchro guidewire was used. When the operator was trying to cross basilar artery stenotic lesion, apparently the distal tip of the subject guidewire (approximately 3cm ) was fractured. Multiple attempts to capture the fractured piece of the guidewire using unknown devices were unsuccessful. A stroke alert was called for possible neuro deficit and neuro surgery was also consulted. Based on additional information received, patient is doing ok. The fractured piece of the subject guidewire which was left behind in the patient vasculature into the vertebra basilar segment was removed by a open surgical intervention via the vertebral artery may be on the same day. The details of the open surgical intervention and if it was performed during initial surgery or if it was rescheduled surgical procedure was unknown. Patient outcome is ongoing.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that basilar artery balloon angioplasty with stent placement procedure was performed as a neuroendovascular intervention. During the procedure synchro guidewire was used. When the operator was trying to cross basilar artery stenotic lesion, apparently the distal tip of the subject guidewire (approximately 3cm ) was fractured. Multiple attempts to capture the fractured piece of the guidewire using unknown devices were unsuccessful. A stroke alert was called for possible neuro deficit and neuro surgery was also consulted. Based on additional information received, patient is doing ok. The fractured piece of the subject guidewire which was left behind in the patient vasculature into the vertebra basilar segment was removed by a open surgical intervention via the vertebral artery may be on the same day. The details of the open surgical intervention and if it was performed during initial surgery or if it was rescheduled surgical procedure was unknown. Patient outcome is ongoing.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the "guidewire wire was utilized in a neuro intervention case, (basilar artery stenting) and apparently the distal tip (approximately 3cm is my guess) was fractured and severed upon retraction of the wire. Multiple attempts to recapture the wire, using other tools at our disposal were unsuccessful. A stroke alert was called for possible neuro deficits". In the case of this complaint, it is probable that excessive torqueing while navigating the guidewire through unknown level of tortuous anatomy contributed to the wire fracture. Attempts to remove the fractured piece resulted in possible neuro deficits. An assignable cause of procedural factors will be assigned to the ar defects ' guidewire broken/fractured during use', 'patient stroke' as this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.